Event description:
A malfunction alarm occurred with the customer's pump, displaying malf 24. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent to the customer. The customer was informed about the updated software on the new pump and provided with instructions on how to manage the pump replacement process, including returning the faulty pump. The customer opted to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.